Event description:
Patient had a 2nd central line placed in the right jugular vein (B)(6). A CT scan on (B)(6) shows what appears to be 15 cm of a guidewire in the right hepatic vein. Patient was admitted via ER (B)(6) 2015 in critical condition with acute on chronic respiratory failure. A central line was placed urgently in the ER in the right femoral vein. It was placed under non-sterile conditions and was removed a few hours later. A right internal jugular line was then inserted using this product. A CT of the chest on (B)(6) confirmed the presence of a 15 cm piece of wire in the right hepatic vein. Since the guidewire is 60 cm in length, and we are unable to remove this wire, we believe a portion of the guidewire broke off. Patient has end stage parkinson's disease, acute on chronic respiratory failure, dementia. He was transferred on (B)(6) to another hospital for an attempt to remove this piece of wire. It could not be removed and surgical intervention was contraindicated in light of his medical condition. He was discharged home on hospice (B)(6) 2015.